Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that both tips were twisted before the breakage. The broken surfaces are homogenous which indicates material conformity. No product fault could be detected. These findings are indications that too much torque was applied onto this instrument during the screw tightening. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the findings indicate that too much torque was applied onto this instrument during the screw tightening the complaint condition is due to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the thread became destroyed. No further information was provided. This is report 1 of 1 for complaint (B)(4).